Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 60 year old female patient who was admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). Additionally the patient was known to have peripheral arterial disease, but other medical history/comorbidities were not shared. The pump supported for the pci and was explanted after a day of support and with pulmonary regurgitation. Post explant there was limb ischemia observed and treated by angioplasty/thrombectomy. The patient had lost pulses to the leg. Of note the pump had to traverse and access through the prior thoracic endovascular aortic repair. Two days after the pump explant the patient suffered from stroke symptoms and was sent to radiology for CT imaging to see if the symptoms were conclusive for a stroke. The patient was arresting during the CT imaging, and so the family made the choice to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.